Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on 2019-sep-26. The hcp reported that the cause of the seizures was unknown, but the cause was not the pump. The pump was read as they needed to rule out the pump in relation to the seizures. According to the hcp, the patient was seizing for a while which would have been different if the patient had been having baclofen withdrawals. The hcp noted again that when they interrogated the pump, no events were noted in the logs since the patient's refill. The hcp had not follow-up with the patient since the initial report so the resolution of the patient's seizures and the patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (2000 mcg/ml at 300 mcg/day) via an implanted pump. The indication for use was intractable spasticity and head/brain injury. It was reported the pump was updated on (B)(6) 2019 based on pump logs and on (B)(6) 2019 the patient started having seizures. The pump logs were read and showed no alarm events.